Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. The physician wanted to use a guiding catheter with side holes, but this was unavailable; therefore, he made his own side holes in the guiding catheter. The 3.25 x 28 xience alpine stent delivery system (sds) was advanced, but failed to cross due to the anatomy. During removal of the sds, resistance was met with the guiding catheter due to the exposed braiding from the side holes. After removal, it was observed that the stent was flared. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.